Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-10, (B)(4) (con): information was received from a patient, regarding their implantable neurostimulator (ins) for spinal pain. It was reported that about a month ago, patient started having newer pain in the lower back which is not what the device was implanted for. Patient states the device was implanted for leg pain which it is covering. Patient stated that the ins was not keeping the charge like it was prior. Patient reported poor communication. The last time patient had stimulation was over 6 months ago. The last time patient was successfully able to charge the device was over six months or so ago. Patient was redirected to their hcp to address possible overdischarge. Patient had an appointment with the hcp on (B)(6) 2019. No further complications were reported/anticipated.